Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was unable to power up their patient programmer (pp). It was advised for the patient to change the batteries and replace with new ones but the patient was unable to try due to lack of batteries. There was no out of box failure reported. The patient also noted problems going to pee and has only peed once in forever. The patient was worried about going septic and having to self catheterize since her pp wasn't working. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.